Event description:
"Situation: IV technician noticed extended piece of plastic on base of needle used for IV compounding. Background: IV technicians utilize bd precision glide needles during the IV compounding process. Assessment: appears that plastic at the base of syringe needle is extended than normal. Recommendation: IV technician was instructed to set aside needle and packaging with the charge pharmacist so it can be segregated and await additional guidance from product defect team. IV room staff was instructed to look out for any other similar needles affected in the ch pharmacy and none have been reported.". Manufacturer response for bd precision guide needle, bd precision guide needle (per site reporter). [Redacted date] unit reported issue, added to tracker for trending and FDA reporting, [redacted name] asked to retrieve product. [Redacted date]- sample retrieved. [Redacted date]- manufacturer notified; RMA requested.